Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular lead was not able to be introduced since the vein was block. The lead was removed. The implant procedure stopped without implanting any system. No patient complications have been reported as a result of this event.